Event description:
It was reported that during a supply change the pump returned to the cartridge and tubing setup stage instead of proceeding to the fill tubing step, and the user was subsequently guided through the process; troubleshooting determined the user pressed the home button before selecting the fill tubing command, which interrupted the sequence. There were no reported adverse clinical effects or changes in blood glucose. Outcomes included no health consequences and successful completion of a dry run followed by a successful supply change. Investigation included guided troubleshooting, a dry run to assess motor function, and user education on correct supply change steps. Investigation of this case revealed no device malfunction and indicated user handling error during the supply change workflow. It was concluded, based on previously established findings for similar reports, that the cause was use error.